Manufacturer narrative:
It was reported that the patient underwent skin revision surgery during the abutment replacement on (B)(6) 2019. This report is submitted is submitted on 26 march 2020.

Manufacturer narrative:
Per the clinic, it was reported that the patient was placed under general anesthesia in order to remove the abutment. This report is submitted march 20, 2020.

Manufacturer narrative:
This report is filed on 07 november 2019.

Event description:
Per the clinic, the patient experienced infection at abutment site; subsequently the patient was treated with oral antibiotics (date and duration not reported).